Manufacturer narrative:
This complaint was initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse events as a result of the reported issue. Lifescan (lfs) received product returns for this complaint and reclassified based on the evaluation results. The test strips failed testing; the reported issue was confirmed. However, no assignable cause was identified during the investigation. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ultra test strips experienced a sample draw issue. There is no age or weight data available for the patient and it is not known if they were male or female.